Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The noise appeared to be due to respiratory rate trend (rrt) oversensing. It was reported that the impedance measurements were stable. The patient was to be brought into the clinic for testing. No adverse patient effects were reported. The device remains in service.